Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, and had results of 10 and 20 mg/dl. She said she had been feeling sick, weak and had no appetite. She reported that she was just getting over pneumonia. She said she had a hard time getting a blood sample, and had been using the same lancet since last year. A control solution test was done with results of 8 mg/dl. Her test strips had been open since 12/1998.